Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The defective parts have been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
The on-site investigation by our field service engineer showed that the oxygen gas module was causing the reported flow transducer sub-test failure during the pre-use checks. The gas module was replaced by the hospital's biomedical engineer and the defective part was kept by the customer. The reported problem was confirmed in the received ventilator's logs showing that the flow transducer sub-test failed due to a lower flow delivery from the oxygen gas module. The oxygen gas module regulates the oxygen gas flow to the patient. A failure of this component might lead to lower oxygen concentration than set. The true cause for the oxygen gas module's failure has not been determined since it wasn't returned for further investigation and analysis.

Event description:
(B)(4).